Manufacturer narrative:
The test strips and meter were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Occupation is lay user/patient.

Event description:
There was an allegation of a questionable inr result for one patient tested with coaguchek xs meter with serial number (B)(4) compared to a neoplastin laboratory method. The meter result was 4.2 inr. The laboratory result was 2.6 inr. The time interval between the two tests was not provided. Warfarin was adjusted based on the laboratory result. The patient stated that they have difficulty obtaining a venous blood sample for laboratory testing. They would use blood "squeezed from a fingerprick and collected into a collection tube." The patient stated that this has been their method for blood collection for three years but only started getting discrepant results when she started to using the reported lot of test strips. The therapeutic range is 3.0 - 3.5.